Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Sternal closure, about 1 week post-op patient noticed sternal "clicking". Revision surgery in 2006, bone on the right side had broken away, plates and screws were in tact.